Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported difficulty charging their ins since 4 months ago (pt confirmed probably january), but the issues were worsening. Pt reported: they could not charge their ins past 60%, their recharge quality fluctuated between good and excellent, a "software problem: cannot continue: call medtronic: 1_intellis, 2_3.6, 3_243 , 4_qf_port" message appeared (on (B)(6)2022) when using the recharger (rtm), and they saw the "low batteries, replace the controller batteries soon" message (on (B)(6)2022). Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected to the controller port. The pt noted the rtm got hot to the touch when charging their ins. Pt mentioned "half an inch" from the rtm plug, the cord would get twisted and was loose. Pt mentioned the controller screen would flash and go unresponsive when the rtm cord was bent. Pt said the rtm cord normally bends nice and easy. Pt was charging their ins with excellent recharge quality during the call. Pt noted the controller battery was at 90% charged and the ins battery was at 90% recharging with a green flashing light on the controller. Pt said their ins battery was at 60% 0.5 hours ago. During the call, the pt mentioned they cleaned the "terminals." The issue was not resolved. The patient was sent out a replacement recharger (rtm).

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.